Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 30 mg/ml morphine at an unknown dose, bupivacaine at an unknown dose and concentration, clonidine at an unknown dose and concentration, and fentanyl at an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that a motor stall was seen when the patient reported to the office for a refill and the pump was interrogated. It was stated the patient went through withdrawals. The pump was then replaced and the issue was considered to be resolved. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The event date was noted to be (B)(6) 2016 and the patient was noted to be "alive - no injury".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.